Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the guidewire got stuck inside of the left ventricular (lv) lead. It was noted that the lead was positioned normally and when the guidewire was attempted to be removed it was found to be stuck in the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.